Manufacturer narrative:
Correction: h6 (device code, clinical signs code, results code, conclusion code). The reported event could be confirmed, based on available CT scans and medical expert opinion. The device inspection was not possible as the product was not returned for investigation a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial component shows some mild radiolucence around the anterior part and the pegs, but overall it is no clear sign of loosening or migration visible. The pe is not visible directly in the CT scan. There is no indirect sign of loosening or migration. There is some radiolucence and smaller cavities visible around the tibial component. The bone stock is a little altered and therefore loosening is likely for the talar component. Migration cannot be confirmed, though.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone stock if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.